Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic assisted colectomy. According to the reporter: staple lines looked hemostatic after the stapler was fired. No issues during the case. Ta90 staple line leaked post operatively, 1 cm gap at the ta90 staple line. Re-op in a few days after the leaks occurred. Patient is ok after re-op. Prolonged stay at the hospital. Bowel obstruction. Unintended reoperation to flush out from leaks. The case was not delayed more than 30 minutes.